Event description:
Explanting surgeon reported "isolated siliconoma in left armpit" and a left side device rupture diagnosed by ultrasound. The device has been removed.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: the weight the device within specification and an extended opening on radius. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment was of a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿intracapsular rupture¿ and ¿isolated siliconoma in left armpit.¿

Event description:
Healthcare professional reported left side ¿intracapsular ruptura¿ and ¿isolated siliconoma in left armpit.¿ device has been explanted.